Event description:
During a cesarean section 2 blades are used. The first blade is used to cut the skin, and the second blade is used to cut the uterus. At the end of the cesarean section the scrub tech examined one of the blades and noticed that the end of the blade that attaches into the handle was apparently missing a piece. The dimension of the apparently missing piece was approximately 1 millimeter x 2 millimeters. The other blade used during the case had a more uniform shape and did not appear to be missing a piece, therefore is was suspected that a piece of one of the blades broke and may be inside the patient. The patient was x-rayed and no metal was found. A magnet was used on the room, linens and garbage, and no piece was found. This was disclosed to the patient. The following day when a new blade was opened it appeared to have the same missing piece although it was a new blade. In total 2 blades have been identified that appear to have this missing piece. Other blades have appeared with the uniform shape, as discussed above. The original packages from the 2 blades that were used during this case were discarded. These blades come in a cesarean section pack from the manufacturer.